Manufacturer narrative:
Device code: (B)(6). Device code: (B)(6). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the balloon detached from the catheter inside the patient and the catheter broke into two separate pieces, which also detached inside the patient. The balloon and catheter pieces were removed by holding them in the bridge of the scope. The procedure was completed with another balloon of the same model. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of catheter break. Device code a0501 captures the reportable event of balloon detachment. Block h10: the returned hurricane rx dilatation balloon was analyzed, and a visual evaluation noted that the catheter was cut and the balloon was not returned. Microscopic inspection confirmed the catheter was cut. A functional evaluation could not be performed on the altered device. No other problems with the device were noted. The reported events of balloon detachment and catheter break could not be confirmed because the catheter was cut and the balloon portion was not returned for evaluation. The catheter appeared to have been cut with a tool. It is possible that damage to the balloon caused the customer to be unable to remove the device from the endoscope and, as a result, they cut the catheter and pushed the balloon portion out of the distal end. Based on the analysis performed and all the information gathered from the customer, the root cause of balloon detachment and catheter break could not be established since the investigation findings do not lead to a clear conclusion about the cause of the reported event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the balloon detached from the catheter inside the patient and the catheter broke into two separate pieces which also detached inside the patient. The balloon and catheter pieces were removed by holding them in the bridge of the scope. The procedure was completed with another balloon of the same model. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.